Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump did not always detect the insulin in the cartridge and the battery rapidly depleted. Contact did not provide further information and declined follow up from tandem technical support. There was no reported impact to customer's blood glucose.